Manufacturer narrative:
(B)(4) the customer reported the incident occurred on a 3kg patient. Technical support informed them that the device is only approved for patients 5kg and above so the usage of the device on the 3kg is considered off-label usage. Results of investigation: carefusion was unable to duplicate the reported issue. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit was powered on and booted up with no issues. The unit passed 136.5 hours of extended bench testing at the customer¿s setting and passed the initial final test and the initial alarm volume test with no issues.

Event description:
It was reported by the customer that the ventilator is failing to trigger the exhalation port with low tidal volumes. This reported issue occurred while on a patient. The patient was removed from the ventilator with no reported patient harm or injury.